Event description:
Event description cpi received information that during an attempted implant procedure, while the physician was placing the leads, a sweet tip bipolar lead (4269), and an atrial bipolar lead (4271) he pushed both the leads through the heart. The implant was abandoned. This was a user error, not a product performance issue.